Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.4., d.7., g.1., h.4, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.